Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) the cartridge cracked on the lens. Additional information has been requested. There are two medical device reports associated with this reporter who reported cracked cartridges. This file is for one cartridge that cracked on (B)(6) 2019.